Event description:
It was reported that an inquiry was sent to technical services (ts) to help explain a pacemaker mediated tachycardia (pmt) episode where left ventricular pacing was inhibited. It was noted that there was noted oversensing resulting in inhibition. No adverse patient effects were reported. The lead remains implanted. Ts discussed left ventricular (lv) protection period and discussed possible evaluating the upper rate and extending the max tracking rate as this did not appear to be true pacemaker mediated tachycardia (pmt), but rather atrial rate continuation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that an inquiry was sent to technical services (ts) to help explain a pacemaker mediated tachycardia (pmt) episode where left ventricular pacing was inhibited. It was noted that there was noted oversensing resulting in inhibition. No adverse patient effects were reported. The lead remains implanted. Ts discussed left ventricular (lv) protection period and discussed possible evaluating the upper rate and extending the max tracking rate as this did not appear to be true pacemaker mediated tachycardia (pmt), but rather atrial rate continuation.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.